Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the problem reported. The handpiece was tested and met all product specifications. The footswitch cable was replaced due to error codes found in the error log and the system software was updated. The system was then tested and met all product specifications. (B) (4). (B) (4).

Event description:
Adverse event(s): "delay of about 10 minutes" (no code available). Product problem(s): "handpiece did not generate ultrasonic power" (device operates differently than expected). A customer reported the handpiece did not generate ultrasonic power. A second handpiece was connected and there was no change. The system was then rebooted with the second handpiece and then worked fine for the remainder of the day. The case was delayed for about 10 minutes and was completed with no additional issues. No patient impact was reported.